Manufacturer narrative:
Date of event is an apporximate.

Event description:
It was reported that the patient went to office consultation due to an inflatable penile prosthesis (ipp) sticky pump. No further information was reported.